Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited unspecified impedance issues. The lead was capped and replaced on (B)(6) 2024. The patient's condition was unknown.